Event description:
It was reported that the patient received inappropriate therapy due to noise. During the surgical procedure, insulation damage was observed. The lead was capped.

Manufacturer narrative:
The reported event was confirmed. The outer insulation from the connector pin was abraded/damaged at 8 cm and 13 cm as a result of friction to the ICD can. The metal wires of the sensing coil were exposed, which could have caused the reported noise. The lead exhibited normal electrical characteristics.